Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The event of infection-ndr, deemed not device related is considered an unexpected adverse drug experience.

Event description:
Healthcare professional reported that a patient was injected in the cheeks with 2 ml of skinvive¿ by juvéderm®. Early the next month, the patient contracted non-device related ¿covid-19¿ then non-device related ¿sinusitis¿ and ¿subsequent autoimmune response to skinvive¿ by juvéderm®.¿ later in the month, the patient experienced ¿nodules¿ and ¿swelling¿ at the injection site. Two and a half weeks later, the patient was treated with hylenex, with some resolution. Five days later, the patient was treated with hylenex and prednisone x 14 days. The nodules then reoccurred and the patient was treated with keflex x 10 days a week after the first treatment. Two days later, the patient was treated with hylenex and a 10-day dose of keflex. The nodules were noted as ¿moderately erythematous, tender, and inflamed.¿ half a month later, the patient had a punch biopsy and bacterial culture that came back as negative. The event is ongoing. This is the same event and the same patient reported under emdr-17758. This emdr is being submitted for the serious unexpected adverse drug experience. This is the same event and the same patient reported under patient identifier cn-057789 (emdr-17756). This emdr is being submitted for recurrence of the ¿nodules.¿

Manufacturer narrative:
Additional, corrected, and/or changed data.

Event description:
Healthcare professional reported that the event resolved 3 months post-onset.